Manufacturer narrative:
Device eval by MFR.: returned device consisted of a watchman flx delivery system with blood in the device. The core wire was outside the delivery system. No implant was returned. Visual inspection of the device found numerous kinks in the sheath. Microscopic inspection found tip damage as the tri-cuts were flared, and there were abrasions on the inside of the sheath tip. Product analysis could not confirm the reported event as clinical circumstances could not be replicated.

Event description:
It was reported that core wire detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd double curve access sheath (was) and 20mm watchman flx closure device and delivery system (wds) were prepped and inserted. The wds was deployed in the laa. After deployment, it was noted the core wire had detached. An attempt to rethread the closure device was made, yet the physician decided to analyze the closure device for release criteria. Using transesophageal echocardiogram (tee) and intracardiac echocardiography (ice) imaging, release criteria was met successfully, and the closure device remains implanted. The procedure was concluded. There were no patient consequences reported. The patient was discharged home.

Event description:
It was reported that core wire detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd double curve access sheath (was) and 20mm watchman flx closure device and delivery system (wds) were prepped and inserted. The wds was deployed in the laa. After deployment, it was noted the core wire had detached. An attempt to rethread the closure device was made, yet the physician decided to analyze the closure device for release criteria. Using transesophageal echocardiogram (tee) and intracardiac echocardiography (ice) imaging, release criteria was met successfully, and the closure device remains implanted. The procedure was concluded. There were no patient consequences reported. The patient was discharged home.